Event description:
The pt presented with cough syncope and a transesophageal echocardiogram (tee) revealed an elevated gradient and calcification. The sjm valve was explanted and replaced with a 29 mm mechanical valve from another manufacturer.